Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had the implant done yesterday because they were voiding too much. Now they were having the opposite problem, and the patient was not voiding at all. The caller said the patient was having a hard time urinating and they were worried about the patient and that they would have to bring them to the ER. The caller mentioned that they had called the manufacturer numerous times and no one had bothered to call them back. The agent walked the caller through communicating with the implant and the caller decided to turn the stimulation off. The caller stated they had also tried contacting their healthcare provider and not been able to get through to them either. The agent sent an email to the field staff, which requested they contact the caller and patient. A response was received. The rep indicated that they had addressed the situation and had been in contact with both patient, caregiver, and doctor. The patient was being assisted and was receiving proper medical attention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.